Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the device was contaminated and corroded and would be scrapped. It was unable to boot up to perform its functional testing. (B)(4).

Event description:
The programmer, radio frequency programmer head and software analyzer were returned as they were no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.